Event description:
It was reported that the pk dissecting forceps instrument had a broken/loose cable. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one conductor wire to have a small cut on the insulation. The cut is located near the wire hole in the proximal clevis. Engineering also the distal end of the main tube to have a large section with scraping all around the tube. The damaged area ranges from directly above the proximal clevis to nearly the midpoint of the tube. The scraped section is gray in color and has a rough surface finish. Engineering has concluded that the damage may be caused by a defective cannula. Electrical continuity passed. No other damage found. The following medwatch reports listed below will also be sent to the FDA. These reports only pertain to the cannulae returned from this specific site: 2955842-2007-00389, 2955842-2007-00390.